Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th january 2025, it was reported by an arthrex employee via email that an ar-8929bc-cp, impl sys, bio-comp achilles mid-substance was broken. This was detected during a tendon achilles procedure on (B)(6) 2025. Swivelock in ar-8929bc-cp was broken during implantation. Procedure was successfully completed with no patient harm by using another new implant.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device's damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.